Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/7/16 that a customer had an issue with a needle. The customer states needles breaking.